Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken on (B)(6) 2022 wherein the drg system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Batch: 6885881 UDI: (B)(4). Model: mn10450-50a. Kit implantable slim tip lead, 50cm. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight remains unknown. Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.